Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrence incontinence. A revision surgery was performed in which the physician removed and replace the 5.0 cuff and downsize it with a 4.0 cm cuff. There were no further patient complications.